Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were bent. Analyst commented, a bend was observed at 55 centimeters on the returned lead.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure the implantable pacing lead (ipl) had a strange curvature. The ipl was never implanted. No patient complications have been reported as a result of this event.